Event description:
It was reported that the patient alert triggered, and the atrial lead exhibited oversensing and a sudden increase in impedances to high levels. The lead was programmed off, and the patient later complained of dyspnea. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944, implantable tachy lead - (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient alert triggered, and the atrial lead exhibited oversensing and a sudden increase in impedances to high levels. The lead was programmed off, and the patient later complained of dyspnea. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.